Event description:
Pt reported experiencing elevated blood glucose levels. Pt stated on (B)(6) 2011 at 4:00 pm, her blood glucose level was 333 mg/dl and she administered 3.0 units of insulin via the infusion device. Pt reported at 5:10 pm, her blood glucose level was 341 mg/dl, she changed the infusion set completely and then administered 3.0 units of insulin via the infusion device. Pt stated at 6:35 pm, her blood glucose was 295 mg/dl and she administered 3.0 units of insulin via the infusion device. Pt reported on (B)(6) 2011 at 3:05 am, her blood glucose was 445 mg/dl; she changed the infusion set and administered 5.0 units of insulin via the infusion device. Pt stated at 5:45 am, her blood glucose was 438 mg/dl; she stopped the infusion device and switched to her backup infusion device. Pt reported she consulted with her diabetes specialist and her diet counselor at 9:30 am and at 10:00 am, her blood glucose was 159 mg/dl. Treatment received was not provided. Pt stated she thinks the piston rod on the infusion device blocked. Pt reported the cartridge compartment on the infusion device smells of insulin and she thinks the infusion device did not correctly deliver insulin. No further info is available. Product was replaced and requested return of the suspect product for eval.

Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained, it will be provided in the supplemental report.